Event description:
Patient called lfs and alleged that his meter was reading inaccurately erratic. The patient stated that he tested on his meter and he obtained a result of 297 mg/dl. He then tested on his mother's meter and the result was 42 mg/dl. The comparison of one meter to another is not a valid comparison. The patient stated that he was feeling hypoglycemic at the time of the tests. The patient stated that he did not seek any medical attention, nor did the patient take any actions following the tests. The test strips were in good condition and the codes matched. Patient stated that both techniques for applying the blood to the test strip and cleaning the puncture site were incorrect. The patient stated that the control solution was in good condition. The patient performed two control solution tests on two different vials of test strips, both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury; the patient was symptomatic prior to testing and he did not seek any medical attention for the hypoglycemia. The test strips and control solution are being replaced for the patient.